Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a right lobe liver resection procedure, the device was fired across the right hepatic vein, this was the first firing. No unusual sound was heard and there was no increased force to fire. The staples on the liver side of the cut line were complete but on the vena cava side, only one quarter of the staples set. This caused a large bleed. The surgeon was able to get his hand on the bleeding vein and pinch it closed and hand sewed the hole/staple line. The patient required two transfusions of blood right away and one transfusion at the end of the case, however, it was indicated this was not related to the device firing. The procedure was delayed by 10 to 15 minutes. This was the only device used in the case. The patient did well and was scheduled to go to the ICU for recovery, which was planned due to patient's history of cancer and cardiac issues.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. After multiple attempts to retrieve the device, no device has been received to date. A supplemental report will be sent upon receipt of device and analysis completion. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch numbers included in lot number provided h43z6f are h51p0m (mfg 06/02/2011), h51e0v (mfg 05/07/2011) and h51m9c (05/31/2011).